Event description:
On (B)(6) 2024, while using a medline grab bar with suction cups in the shower, a patient experienced a fall due to product failure. The suction indicator on the grab bar displayed a green line, signaling a secure attachment; however, the suction did not hold when the patient applied pressure, causing her to fall. As a result of the fall, the patient sustained multiple injuries including a bruised and sore calf, a swollen foot with bone inflammation, and a hip injury. An MRI later revealed small tears in the hip and signs of muscle atrophy, which physicians noted as irreversible. The patient required physical therapy and continue to experience persistent symptoms seven months after the incident.